Event description:
The customer reported via phone call that they were experiencing high blood glucose and also low blood glucose level. Blood glucose level at the time of the incident was 52mg/dl. The current blood glucose level was 488 mg/dl. Customer felt insulin pump was not delivering insulin correctly. Customer felt insulin pump was over delivering. Customer stopped using insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.